Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned in segments and analyzed. A proximal portion was received measuring 49.5 cm. A distal portion was received measuring 49.5 cm. No anomalies were found.

Event description:
It was reported the right ventricular lead was oversensing. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.